Event description:
Wrong translation in (B)(6) in the supplement to instructions for use, bp9-4 transducer. Sagittal plane in english left side, translated to (B)(6) as right side.

Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.